Event description:
Inbound. Patient states cadd cassette was started ln the evening and 6 hours later, no disposable alarm started, switched to new cassette using same cadd legacy pump, veletri infusion started, cassette lot number not provided. Replacement sent. Product unavailable to return. No further details provided.